Event description:
The patient reported that the "device was implanted, and later that day they had to go back in and reposition one of the leads since it had come loose." No additional information could be obtained after multiple follow-up attempts. The right ventricular (rv), and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.